Manufacturer narrative:
Other text: d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was "voice leakage and air leak from the cuff, and the tube was replaced". Adverse patient effects are unknown.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One used decontaminated device sample was returned for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. The cuff was inflated by a syringe filled with air and the device placed under water. An air leak was detected between the pilot balloon and valve. The root cause for the condition was not known. A device history record (DHR) review could not be performed as the lot number was unknown. The returned sample has been forwarded to a secondary investigation site for further detailed device analysis. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. UDI related data quality updates only.